Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) had no radio frequency (rf) telemetry. There was no consequences to the patient. The pm was reprogrammed and the patient was in stable condition.